Manufacturer narrative:
The company service representative examined the system and no problems were found. The phaco handpiece was tested and no problems were found. The system was then tested and met all product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported aspiration problems during a cataract with intraocular lens (iol) procedure. The handpiece was exchanged to complete the surgery without further issues.